Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015,: product type: pump. Product ID: 8590-1, lot# n132989, implanted: (B)(6) 2008, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received from a healthcare provider and manufacturer representative. It was reported that the actual reservoir volume had been 10cc greater than expected at the prior two refills, and the patient was having increased pain. The pump programmed to deliver dilaudid [10mg/ml] with a dose of 2.3mg. An x-ray was performed, and no kink was seen in the catheter. The pump logs were read, and there were no motor stalls. As of (B)(6) 2016, there was no patient injury; however, surgical intervention was scheduled for (B)(6) 2016. The old catheter was replaced, and they got good cerebrospinal fluid flow.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 590-1, lot# n132989, implanted: (B)(6) 2008, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid 10mg/ml and bupivacaine 20mg/ml at 1.998 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, the patient experienced underinfusion. The expected reservoir volume (erv) was 2 and the actual reservoir volume (arv) was 13. It was unknown if it was due to a programming error. The hcp believed that 20ml was injected at the recent pump replacement. The hcp then injected 10ml of saline and aspirated successfully to confirm all fluid was aspirated. The pump was then refilled successfully with 40ml. The hcp planned to monitor the patient for symptoms. If additional information becomes available, a follow-up report will be submitted.